Event description:
A nurse contacted technical service to report that tc bariatric plus w/ air bed wheels were not locking. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the bed needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records showed baxter has not performed preventive maintenance on this bed in the past 12 months for the same problem. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the bed to resolve the reported event. Based on this information, no further action is required.